Manufacturer narrative:
Two knife samples were received in open blisters for the report of not being as sharp as usual. The returned samples were visually inspected and sample number one was found to be conforming while sample number two was found to be nonconforming with a damaged tip. Sample number one was functionally tested for penetration and was found to be conforming. Penetration testing could not be performed on sample number two due to the damaged condition of the sample. One sample was conforming visually and functionally however, one sample was visually nonconforming with a damaged tip. The exact root cause for the damaged knife could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A customer reported that two knives were not as sharp as usual. Procedure details are not known. There was no impact to any patient. Additional information has been requested.